Event description:
Information received indicates the head end brake casters, when in the brake position, swivel/ratcheting. The caster wheels still hold properly when engaged.

Manufacturer narrative:
The technician replaced the head end brake casters to repair the stretcher.